Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Additionally, the pt had not felt stimulation for approx one month. The pt has been referred for surgical consult. Lead break is suspected.